Event description:
It was reported that this right ventricular (rv) lead dislodged causing lead to exhibit elevated thresholds. In addition, the helix could not be retracted and the lead was physically damaged when trying to reposition. The lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which analysis confirmed the lead body damage as visual inspection showed induced damage in the hv cable that was pulled apart in the tip region. Moreover, the high capture threshold, dislodgement and helix difficulty were not confirmed due to the induced damaged in the lead body. Further, there were no evidence of device defect or malfunction was found and the observed damage appeared to be induced at explant.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead dislodged causing lead to exhibit elevated thresholds. In addition, the helix could not be retracted and the lead was physically damaged when trying to reposition. The lead was then explanted. No additional adverse patient effects were reported.